Event description:
It was reported that the insulin pump alarmed sensor error and has a bent canula as well. Customer's blood glucose reading was 362 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed per spec with accurate readings. Also found sensor's canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.